Manufacturer narrative:
Insulin pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that the insulin pump had multiple pump errors. The customer¿s blood glucose level was 100 mg/dl. The customer was reported that the insulin pump had watchdog timeout anomaly. The customer was assisted with troubleshooting and reported that the self-test was passed. The customer was also reported that insulin pump had unexpected restart recurring during normal use. The customer was reported that they were able to clear the alarms. The customer was advised to replace the insulin pump and may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.